Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient claimed that the subject meter was prompting an error 1 message. Per the onetouch ping user manual the error 1 message prompts when there is a problem with the meter. The issue was not resolved with troubleshooting and replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.